Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the lens was opened with patient contact and there was no patient injury.

Manufacturer narrative:
Evaluation summary: the lens was returned in a small bag with a folded piece of white surgical foam material. Solution was dried on the lens. One haptic anterior surface has scratches in the gusset area. The anterior optic surface has scratches. The optic is torn/cut into two portions, typical to an insertion and removal. Additional split/cracked damage is observed. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a mark on an intraocular lens. Additional information has been requested.